Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "use of the ez-stabilizer is s trongly recommended for all ez-io insertions.", and, "maintain axial alignment during removal, do not rock or bend the catheter". A review of the certificate of inspection found that the needle set passed all the inspection criteria. The effective inspection date device was (B)(6) 2016 and is approximately 1 year old. The complaint sample is not available for investigation purposes. The root cause cannot be established, the complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
Medwatch: nurse followed manufacturing removal of an intraosseous vascular access on the right humerus. When rn started to remove the catheter, the hub broke off from the catheter. Rn used a kelly straight forceps to hold the needle in place and called for md. Md pulled out the catheter. Upon examination, catheter removed was 1/2 way bent. During the removal of the intraosseous needle, linear 2.8cm of the tip of the needle broke off in the patent's right humeral neck. The patient condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch: nurse followed manufacturing removal of an intraosseous vascular access on the right humerus. When rn started to remove the catheter, the hub broke off from the catheter. Rn used a kelly straight forceps to hold the needle in place and called for md. Md pulled out the catheter. Upon examination, catheter removed was 1/2 way bent. During the removal of the intraosseous needle, linear 2.8cm of the tip of the needle broke off in the patent's right humeral neck. The patient condition is unknown at this time.